Manufacturer narrative:
Age, weight: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye state, province or territory: (B)(6). Zip code: (B)(6). Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 1-mm crack was observed at the (B)(6) when an iol was inserted. Postoperative visual acuity was normal, and the patient had not complained about his/her vision. The patient had been under follow-up. The reporting surgeon commented that she had not had any resistance feeling and been able to insert it as usual, and therefore she had no feeling that any damage was made when it was inserted. She requested investigation into whether it had already gotten scratched before setting. As of the reporting time, there were no problems with that patient¿s visual acuity and subjective vision. There was no patient injury. No further information is provided.